Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the customer¿s adc freestyle libre sensor fell off less than a day of wear. It was further reported the customer experienced symptoms of ¿loss of consciousness and seizure¿ and was incapable of self-treating. The customer received an unspecified treatment from her son and no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor. The adhesive was not returned, and therefore an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. The DHR (device history review) for the libre sensor kit was reviewed. The DHR showed the libre sensor kit passed all tests before release. If the partial product is returned, the case will be re-opened, and a physical investigation will be performed

Event description:
A caller reported that the customer¿s adc freestyle libre sensor fell off less than a day of wear. It was further reported the customer experienced symptoms of ¿loss of consciousness and seizure¿ and was incapable of self-treating. The customer received an unspecified treatment from her son and no further information was provided. There was no report of death or permanent impairment associated with this event.